Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted.

Manufacturer narrative:
(B)(4). The patient underwent the following additional surgeries: mesh revision on (B)(6) 2012 due to stress urinary incontinence and device not working properly; mesh removal on (B)(6) 2012 due to mesh breakage. It was reported that patient experience organ perforation and vaginal scarring post implantation. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and the lynx suprapublic sling were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent excision of mesh concurrently with cystocele repair in 2011 due to mesh eroded in the vagina.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh revision on (B)(6) 2012.